Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 25 march 2024, a amplatzer piccolo occluder 3 mm x 2 mm was selected for an implant. The pda minimal diameter was 1.5mm and 5.0mm pda diameter at aortic ampulla. The pda length was 7.0mm. During the procedure, the device embolized in the pulmonary artery during deployment and was retrieved from the patient. Device was replaced with amplatzer piccolo occluder 5 mm x 4 mm device that completed the procedure. The patient is stable.

Event description:
It was reported that on 25 march 2024, a amplatzer piccolo occluder 3 mm x 2 mm was selected for an implant. The pda minimal diameter was 1.5mm and 5.0mm pda diameter at aortic ampulla. The pda length was 7.0mm. During the procedure, the device embolized in the pulmonary artery during deployment and was retrieved from the patient. Device was replaced with amplatzer piccolo occluder 5 mm x 4 mm device that completed the procedure. The patient is stable,

Manufacturer narrative:
An event of embolization of a piccolo occluder was reported. Potential causes of embolization may include inadequate sizing or placement of occluder (anatomical or user technique) or patient related factors (physiological factors resulting in sudden increase in blood flow or ductal spasm). Information from the field indicated that the cause of the embolism is believed to be under sizing. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could potentially be related to the undersizing of the defect. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.